Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high and increasing pacing threshold. Capture of the left atrium was observed, rather than the left ventricle due to lv lead dislodgement. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.